Manufacturer narrative:
One cadd® administration set was returned for evaluation. The sample was received inside a plastic bag and without its original packaging. Visual inspection of the returned sample was conducted at a distance of 12" to 24" and under normal conditions of illumination. During visual inspection, it was found that the sample showed a partial detachment of the tubing between the pump tube and the pump pressure plate. An attempt to replicate the detachment on in-process administration sets found that the detachment could be replicated if an excessive amount of adhesive was used to bond the pump tube to the pump pressure plate. Investigation determined that the root cause of the observed issue was due to manufacturing.

Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set tubing was leaking at the distal end of the cassette. It was noted that the patient lived out of town and therefore, had disconnected the set from the intravascular site and missed 24 hours of antibiotic therapy due to the device issue. It was unclear what the impact to the patient was.